Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles and difficult to remove could not be replicated in a testing environment based on the returned device condition as the needles were not returned for analysis. In the absence of all components returned for analysis a conclusive cause could not be determined for the reported difficulty. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following information was received: after the prostar xl device was inserted into the patient anatomy, the needle was clamped with a hemostat and pulled off. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery via 18fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the sutures of the prostar xl device did not attach to the needles. A second prostar xl device was used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed sutures from prostar xl device and manual adjunctive compression was used for tissue tract oozing. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.